Event description:
A surgeon has reported that an iol implanted in the right eye of a pt in 2004 was observed to have a tear approximately one third to two thirds of the way thru lens in 2004 follow up visit. Surgeon states that lens appeared to have some evidence of fold lines observed while examining device under microscope prior to implanting & immediately post-operatively and that tear appears to be where the lens was folded. Visual acuity reported as 20/50 ou. The device was explanted & exchanged in 2004 with no complications reported. Prognosis fair and pt condition stable. No further info is available at the time of this report.